Manufacturer narrative:
During quality investigation, corrosion damage to the motor cartridge, press plug and other component parts was noted. The motor was identified as the probable cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
The stryker micro drill was sent in for eval due to overheating during testing. The event occurred during routine maintenance visit; no adverse event was associated with the device.